Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, breakage, perforation: fallopian tubes, bladder problems, bladder infection, uti, vaginal infection,. Patient is unaffordable for surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation: fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation and essure device placement" and device monitoring procedure not performed "did you undergo an essure confirmation test no." The patient's medical history included overweight, menorrhagia, d & c, hysteroscopy, endometrial disorder, skin disorder, cholecystectomy, grand multiparity and heavy periods. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 1987 to 2005. Concomitant products included medroxyprogesterone acetate (depo provera) from 2007 to 2008 for birth control as well as biotin since (B)(6) 2007, ibuprofen since (B)(6) 2009, phentermine since 2008 and ranitidine hydrochloride (zantac) since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain, pain right side of abdomen"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd"). On (B)(6) 2007, the patient experienced urinary incontinence ("bladder problems,bladder or urinary problems or changes, incontinence bladder leakage"), 22 days after insertion of essure. In october 2007, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and complication of device insertion ("unsuccessfully attempted to place device in left fallopian tube"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, urinary incontinence, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, headache, nausea, weight increased, mood swings, depression, tooth disorder, vaginal discharge, gastrooesophageal reflux disease and complication of device insertion outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device insertion, cystitis, depression, device breakage, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, mood swings, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, breakage, perforation: fallopian tubes, bladder problems, bladder infection, uti, vaginal infection,. Patient is unaffordable for surgery, she had no any plan for essure removal. On (B)(6) 2007 only one device implanted in the right fallopian tube and (B)(6) 2007 unsuccessfully attempted to place device in left fallopian tube. The left tube had an attempt but the tip of the device got kinked in trying to pass it and no more in stock that day. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 88.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, concomitant medication, essure start date, new event hormonal changes describe: mood swings, psychological or psychiatric problems condition: depression, dental problems, vaginal discharge, gastrointestinal or digestive system condition type: gerd, (B)(6) 2007 unsuccessfully attempted to place device in left fallopian tube and did you undergo an essure confirmation test no, novasure endometrial ablation and essure device placement, bladder leakage were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, abdominal pain, psychological trauma, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, fallopian tube perforation, fatigue, headache, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, breakage, perforation: fallopian tubes, bladder problems, bladder infection, uti, vaginal infection,. Patient is unaffordable for surgery. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case become incident. Previously reported event injury nos was removed. New events breakage, perforation: fallopian tubes, pelvic pain, abdominal pain, psych injury related to essure, bladder problems, bladder infection, uti, vaginal infection, fatigue, hair loss, headaches, nausea and weight gain were added. Essure indication and insertion date were added. Patient date of birth and address were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.